Manufacturer narrative:
For 2 of 2 reported events the field service engineer (fse) evaluated the aia-2000 analyzers at the customer's site. Fse replaced the wash probes which resolved the reported issue. Both analyzers were operational. No further action was required by fse.

Event description:
This report summarizes <noe> 2 </noe> malfunction events on the aia-2000 analyzer. The review of the events indicated that the aia-2000 analyzers experienced a leak and an error message, which caused delayed reporting of critical patient test results. This report was received from two sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.